Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer would not power up. The programmer was returned for service. There was no indication of any patient involvement associated with this event.

Manufacturer narrative:
Product event summary: analysis confirmed the programmer would not power up, the power supply was faulty.